Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt cable was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.